Manufacturer narrative:
Intuitive followed up but no patient demographic information can be disclosed. No other information is available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported issues were confirmed in system logs and replicated during testing, with errors such as c34 and c00 appearing on startup. M11, c00 errors appeared in the logs. The probable root cause is attributed to a defective generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an sp system, the customer indicated that the ground pad was not recognized, resulting in a c-34 error on the integrated electrosurgical unit (iesu). Additionally, the bipolar function could not be activated. Due to these issues, the customer elected to continue the procedure using a third-party generator. The procedure was completed as planned with no report of patient injury.